Manufacturer narrative:
Additional information is required to complete the investigation. The user will be contacted and a follow-up will be provided when the investigation is complete.

Event description:
Failed to integrate.